Event description:
Patient developed canaliculitis after insertion of an oasis medical form fit hydrogel canalicular plug.

Manufacturer narrative:
Reported event: (B)(6) female presented to the practitioners office with mucus discharge. Product description: oasis medical form fit hydrogel plug. Product reference: 6303. Product lot: not reported. Date of initial procedure: (B)(6) 2006. Date of complication: not reported. Date removed: (B)(6) 2013. Date reported to oasis: (B)(6) 2013. Discussion: irrigation was attempted in the office without resolution. The patient was referred to an ophthalmologist who specialized in oculoplastics. The ophthalmologist was able to remove the plug, described as a retained plug. The removal occurred in (B)(6) of 2013. The device was not returned for evaluation. No conclusion can be drawn as to the direct cause of the reported adverse event.